Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.  As noted in the impella instructions for use: impella cp with smart assist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant reported the patient was on impella cp support. As impella explant was attempted, resistance was met at the 14f cook sheath. Physician attempted to pull pump through the sheath at which point the motor housing snapped within the sheath. The physician stated that the patient had limited vascular options and that tortuosity of the axillary was likely cause. Additionally, the patient bled from insertion site throughout access and multiple sheath exchanges. Hematocrit was drawn and results were 14 leading to 2 units of packed red blood cells given. The physician removed the sheath entirely and exchanged for a short 14f sheath. The procedural outcome was the patient survived surgery.

Manufacturer narrative:
The investigation for the access site bleed and the pigtail detachment of peripheral vessel has been completed. The impella cp and cook sheath were returned for evaluation. No abiomed 14 french x 25 centimeter (cm) introducer was returned for evaluation. Upon visual inspection, the pump cannula was torn from the motor housing. The cannula and nitinol coil were stretched on the end of the cannula. The delo joint on the motor housing was fully intact. Additionally, the pump catheter was torn at the 30 cm mark. The cook sheath was returned and had multiple kinks on the sheath body. Clinical details noted that patient had limited vascular options and vessel tortuosity. Additionally, it was noted that excessive force was applied when attempting to explant the pump through the cook sheath. Cannula/pigtail detachment - peripheral vessel was investigated under product damage (detached inflow/outflow) - peripheral vessel as the pump cannula and inflow cage were found to be detached from the motor housing. The root cause of the product damage (detached inflow/outflow) was use related as the incorrect sheath was used and excessive force was applied. The root cause of the access site bleeding - major was patient condition related as patient had tortuous vasculature at access site. E.4 should have been left blank on the initial manufacturer device report number 1220648-2025-25344 as it is unknown if the initial reporter also sent the report to the food and drug administration.